Event description:
Customer reported that a discordant sodium (na) result was generated by the dimension rxl max with hm. The result was not reported out of the laboratory. The sample was retested on this system and a similar system; the retest results were within expectation and reported to the physician. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the field service engineer changed the sensor lot and ran system conditioning and dilution checks. The integrated multisensor technology (imt) was calibrated and quality controls were run and within range. The cause of the discordant sodium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.